Manufacturer narrative:
Batch review performed on 9 march 2026. Lot 2116430: (B)(4) items manufactured and released on 26-apr-2022. Expiration date: 12-apr-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause:as reported, patient's bone quality was the primary cause of the event. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
On (B)(6) 2026, about 3 years after the previous revision surgery, the patient came in reporting pain due to a loose baseplate (secured with 4 screws) due to poor bone quality. The surgeon revised the threaded baseplate to a grs baseplate, revised the d 36x24.5 glenosphere to a d 42x24.5 glenosphere, and the d 36/+3 reverse liner to a d 42/+6mm liner. The surgery was completed successfully. Bone graft was not used during primary and first revision. The patient had primary right shoulder surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in reporting pain due to a malpositioned baseplate and the cause of the malpositioned baseplate is unknown. The surgeon revised the baseplate, glenosphere and liner. The surgery was completed successfully.